Manufacturer narrative:
Batch review performed on 15 march 2024: lot 2009675: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implant involved, batch review performed on (B)(6) 2024: ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot. 2303258: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. On (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner that was caused from falling. The surgeon revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the cup, liner, screws and head. The surgery was completed successfully.